Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
The patient is a g0 with morbid obesity who had had multiple encounters for fibroid symptoms prior to being treated with sonata two weeks ago for a 3-cm type 2 fibroid. The physician describes her as a "high maintenance" patient with "low pain tolerance." She recently complained about a "light period" post-treatment along with pain, and was seen the emergency room 3-4 times since undergoing tfa, and was admitted on 9/16 for evaluation and is scheduled for hysterectomy on 9/20, which is why she remains in house. There is no evidence of infection-no fevers, no elevated wbc. She was placed on IV ampicillin/sulbactam empirically and was also treated with toradol, "vaginal valium" and tylenol. Bleeding was also managed with tranexamic acid. Her hb on admission was 12 mg/dl and dropped after hydration to 10.4. Mg/dl. Per the treating physician, the patient simply wants a hysterectomy and is not being discharged until she either undergoes hysterectomy at the end of the week or else chooses to be discharged.